Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture. The patient underwent a revision procedure where the lead was explanted and replaced. There were no adverse patient effects reported. The lead is not expected to be returned. The lead has been returned for analysis. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. There was no sign of a material or manufacturing problem.